Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of 400 mg/dl. They had a severe hyperglycemia. The customer had stomach pain, was vomiting, and had large ketones. The customer was evaluated at the emergency room and admitted two days for observation. The customer was hydrated until euglycemia. The infusion set placement was incorrect. The device was not returned.